Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump sporadically stop delivering bolus. Customer stated that motor error alarm occurs during bolus. Customer's blood glucose at that time was 111mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. Customer declined the replacement of the insulin pump. No further information provided.